Manufacturer narrative:
A distributor reported to lenstec an incident where an explant occurred for a possible "opacification". The distributor also stated that the patient was diagnosed with pco and that the explanted lens was not available for examination. Communication with the facility specified that they did not have any requested information. Lenstec is unable to comment on the nature of the opacification or make a definitive conclusion as to the cause of the opacification as the lens was not returned for inspection. Based on our assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, lenstec can confirm that we have never had any confirmed lens-related cases of opacification for our hema lenses.

Event description:
Lenstec received email notification reporting that a +23.50 d softec 1 iol, which was implanted in 2004, got cloudy and required explant. The patient was diagnosed with posterior capsular opacification and the explanted lens is not avaialble for examination.